Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the device onto the cap of the blood collection tube. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the device onto the cap of the blood collection tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that the flash chamber was filled with blood. Additionally, a total of 10 retained samples were used to draw 6 vacutainer tubes with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for: flash based on the photo provided. This complaint has not been confirmed for leakage. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.